Event description:
It was reported that the pace/sense portion of the rv lead was capped, and replaced with a new pace/sense lead, due to high pacing impedance and oversensing. The high voltage portion of the lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. This supplemental is based solely on the receipt of a 3500a report.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. This supplemental is based solely on the receipt of a 3500a report. Section f has been updated to reflect that report. Evaluation summary: (B)(4) - the proximal segment of the lead was returned, analyzed and the distal conductor fractured. It was noted that the defibrillation conductor was fractured, the proximal conductor was fractured, there was blood/body fluid on the outer tubing overlay, the outer insulation was kinked/buckled, the outer insulation was melted, outer tubing overlay melted, outer tubing overlay cosmetic environmental stress cracking and the outer insulation had a cosmetic depression.

Event description:
It was reported that the pace/sense portion of the rv lead was capped and replaced with a new pace/sense lead due to high pacing impedance and oversensing. The high voltage portion of the lead remained in use. No patient complications were reported as a result of this event. Additional information received via a 3500a report that 2 years ago, the patient had received inappropriate shocks "secondary to a sprint fidelis lead fracture but has received no other therapies since that time." No further patient complications were reported as a result of this event. It was also reported the lead was replaced.

Event description:
It was reported that the pace/sense portion of the rv lead was capped and replaced with a new pace/sense lead due to high pacing impedance and oversensing. The high voltage portion of the lead remained in use. No patient complications were reported as a result of this event. Additional information received via a 3500a reports that 2 years ago, the patient had received inappropriate shocks "secondary to a sprint fidelis lead fracture but has received no other therapies since that time." No further patient complications were reported as a result of this event. It was also reported the lead was replaced.